Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date "three to four months ago" the patient obtained blood glucose readings on the reported meter which he claimed were inaccurately high compared to another meter. No specific data was provided. The patient also reported obtaining readings on the reported meter of 300 mg/dl and 400 mg/dl. The patient experienced the symptoms of frequent urination and thirst, and administered self-treatment by taking insulin. The patient did not seek any medical attention. The patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The reported blood glucose readings correlated with the symptoms and treatment. However, as the meter to meter accuracy issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.